Event description:
The customer reported that she needed to set her insulin pump back in the english language and standard time. Somehow her insulin pump was in spanish and on military time. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.